Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. As a result, the device is emitting beeping tones. Technical services recommended to interrogate with a programmer to reset the beeping. At this time, the implantable cardioverter defibrillator (ICD) and rv lead remains in service. No adverse patient effects were reported.